Event description:
It was reported there were recurrent motor stalls. A dye study was done and results were the catheter was intact. The pump was replaced; the catheter was not removed. It was noted there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model: 8709sc, lot# n146669016, implanted: 2009 (B)(6), explanted: unk; catheter model: 8709sc, lot# n183299011, implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that during a routine refill a confirmed motor stall in attention dialogue box with no motor stall recovery was noticed. The pump was alarming critical, due to the constant stall. A MRI or other procedure or around any magnetic field was denied. Patient experienced an underdose especially increased pain, nausea and vomiting. The first motor stall occurred on (B)(6) 2012 at 00:06 am with recovery at 19:35 pm. The current stall occurred on (B)(6) 2012 at 9:45 am with no recovery as of the date of this report. Pump contained morphine 10 mg/ml, 2.5 mg/day. It was later reporter that the pump was interrogated showing that the reservoir volume should have been 22.5ml, logs were read. Pump was placed at minimum rate and physician prescribed oral medication for management of pain. A pump replacement was planned, but the date had not been decided as of yet. Per reporter when seen on (B)(6) 2012 in the physician's office, patient did not appear to be in increased pain, however reported to have had experienced some increased pain; patient also did not appear to be ill or experiencing withdrawal symptoms. Patient found it hard to keep some foods down, but nothing about consistent nausea/vomiting. Per reporter patient appeared normal without any obvious signs of increased pain or illness.